Event description:
The user noticed that the hearing on the left ear dropped acutely in 2019. The CT scan taken in march 2019 after the reported decreasing in hearing performance showed 3 to 4 electrodes have migrated out from the cochlea. It was tried to adjust the programming of the device since that time and the user has gotten good benefit for a while. The user was re-implanted. This report refers to 9710014-2021-00763. For further information please refer to this report.